Event description:
(B)(4). Since the essure, my health went down tremendously, from weight gain , fatigue, all over aches and pains, digestive problems, pain with intercourse, fibromyalgia, arthritis, autoimmune problems, oh did I mention all the pains, ovaries, stomach. Oh and I had to have a hysterectomy, device was given at my doctor's office and paid through my insurance carrier at the time!